Event description:
It was reported that the patient received a full revision due to high impedance. The patient reported prior to the surgery feeling painful stimulation at neck site when neck was moved. It was noted the facility the revision took place is a known site to not return explanted devices. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacture date - correction - inadvertently put na in the initial MDR submitted instead of ni.